Event description:
Smartpin was removed from patient due to possible allergic reaction from smartpin.

Manufacturer narrative:
Lot s0001723 is manufactured in november 2004 and it contained a total implants. This is the first any kind of complaint referring to this production lot. Investigation to returned product was not performed as we don't have information about expected results for product, which has been implanted over 7 months. It seems unlikely that smartpin has caused the allergic reaction.